Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found that there was no allegation against product. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that inquirer would like to know how long it took for temperature sensing foleys to have a reading. Customer stated the one in use took about 15 minutes to settle on a temperature and they did not think this was correct. Per follow up via email on 05mar2025, it was reported that there was not an issue with any particular product. Nor was there a patient issue. The clinical question was about how long after the device was placed should it be accurate. Customers know they should not read the temperature immediately after placement but how long should it take on average. In an online search, the info was available from other manufacturers, but customer could not find it for bd products.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that inquirer would like to know how long it took for temperature sensing foleys to have a reading. Customer stated the one in use took about 15 minutes to settle on a temperature and they did not think this was correct.